Event description:
It was reported that revision surgery was performed due to pain, which began in early 2013 following a fall. Elevated metal ion levels, a mass on ultrasound and malpositioned devices reported. The acetabular cup remains implanted.